Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon ruptured. No patient complications were reported.